Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hypodermic needle. The customer reported the needle broke off at the hub in the pt. The dr was able to remove the needle by pulling it out.